Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Unrelated to the complaint, display was found to be dim with a red tint and the battery compartment was found to be cracked. Cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Event description:
Pump is returned for multiple loss of prime alarms. Eval revealed partially dislodged force sensor pins. This report is being made based on the eval results.